Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with rail. The field service engineer replaced rail to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 7 was not opening/closing prevented user from retrieving medication to patient. The customer added that they were able to access medication from another station. However, there were no adverse events or injuries reported based on this event.